Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely lint from gauze and towels used in the facility environment had adhered to peripheral devices such as the water supply tank and water supply valve, which had reached the air/water nozzle through the scope's air/water channel. The event can be detected/prevented by following the instructions for use, specifically gif-1200n IFU operation manual ¿chapter 3 preparation and inspection _ 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.